Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: concern that primary tubing had developed a hole, causing chemotherapy medication to leak on the floor. Patient was administered IV methotrexate at 1202. At 1225, the nurse noticed some yellow drops on the floor under the infusion pump and paused the infusion immediately. The nurse tracked the drops and noticed the dripping came from the primary line due to a very small puncture at the very upper of the pump segment part of the tube. Upon investigation, the tubing was handled and loaded in the pump appropriately. The primary tube was changed, and the infusion was continued. Used for chemo administration.